Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to pain, swelling at the site (arm) infection and high blood glucose (bg) levels exceeding 500 mg/dl, while wearing the pod between 24 and 36 hours. At the hospital, the patient was administered antibiotics (name unspecified) and insulin as treatment.